Manufacturer narrative:
Complaint confirmed, the hex feature was found to be twisted and broken. It is stated a torque indicating device was not used, which is recommended to prevent damage to the driver. Likely causes of the event is continually applying torque when the implant is not moving or fully seated; shallow driver engagement depth; prying/leveraging the device during use.

Manufacturer narrative:
Complaint confirmed, the hex feature was found to be twisted and broken. It is stated a torque indicating device was not used, which is recommended to prevent damage to the driver. Likely causes of the event is continually applying torque when the implant is not moving or fully seated; shallow driver engagement depth; prying/leveraging the device during use.

Event description:
It was reported, that during a reverse total shoulder procedure, the ar-9545-t15-02 was stripped. The case was completed using a back up screwdriver.